Event description:
It was reported that during a total knee arthroplasty, the tip of a navigation pin fractured while securing a femoral tracker, resulting in a retained fragment. During tracker placement on the femoral side using computer-assisted instrumentation, the patient¿s bone was described as hard, and the pin tip fractured by approximately 5 mm, with the fragment remaining in the femur. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.